Event description:
The surgeon reported the following; a (B)(6) lady. This case was done both eyes icl at 3 january this month. Intraoperation, the procedure was uneventful. Post operation day one: her vision were re 6/7.5 and le 6/9.6. The anterior chamber activity were one plus cells and iop were 12mmhg be. The vaulting were about 400nm be. But after 2 days, patient came in for c/o left eye redness, but no pain or photophobia. On examination, her le vison was 6/9.6, iop 9mmhg. Conjunctiva injection about 2+, however, anterior chamber cells was 3+ with pigment++. No sign of wound infection. I off the steroids eye drop and gave patient nevanac eye drop to observe for one day. The next day, the condition not worsening. So I started her again with steroid eye drop. The next day review, patient eye condition was same, so review in one week. At one week post operation, her le vision improved to 6/6, iop 13 mmhg, the anterior chamber cells 2+ with pigments 2+. I can see plenty of pigment on the surface on the icl. At 3 weeks post operation follow up, patient came for review today. Her vision were unchanged be 6/6. Iop were 15mmhg be.. Le condition is better with round pupil and anterior chamber cells 1+, pigment 1+. This claim is for the patient's left eye (le).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A lens work order search was performed and revealed that there were no similar complaints for the same type of problem from this work order. The lens remains implanted. Medical review - the surgeon never wanted to complain, he only wanted to receive medical advice for management of this case. It seems there was inflammatory reaction accompanied with significant pigment dispersion. Anatomical conditions of this patient may have played a role in this event. Pigment dispersion can be due to the inflammatory process itself or to rubbing of the iris with the icl. Pigment dispersion in a non operated eye usually occurs in eyes which have an inverted iris anatomy. This anatomy makes the iris rub against the natural lens leading to pigment dispersion in the ac, angles and lens, and iris transillumination (pigment dispersion syndrome). Intraocular inflammation after intraocular surgery is a common event, however, this is usually mild and does not require any additional interventions than the standard post-operative regimen of medications. In some cases the degree of inflammation may be more severe. Severity depends on the cause: surgical trauma, systemic conditions, presence of toxic substances, infection, ect. Prompt treatment aimed to control inflammation is critical to avoid further adverse events. (B)(4).